Event description:
The patient presented to the hospital with a head injury from a fall due to syncope. The incident was further investigated and noise resulting in oversensing and loss of capture were observed on the right ventricular (rv) lead. Provocative maneuvers were performed; the noise was reproduced. X-ray imaging was performed; no anomalies were noted. Rv lead damage was suspected but this was not confirmed. The patient was treated with diagnostic procedures for the head injury and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.